Manufacturer narrative:
.

Event description:
It was reported via phone call that the reservoir was still able to lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that the reservoir part was broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with the reservoir tube lip completely broken off. The reservoir does not stay locked in place due to broken reservoir tube lip. Unable to perform displacement test due to broken reservoir tube lip.